Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels well and does not require medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 11/19/2017. Customer confirms the strips are stored properly and were first opened 5 days ago ((B)(6) 2015). Customer performed a back to back blood test 289mg/dl and 248mg/dl. Reviewed meter memory: (B)(6). Customer is concerned with all results from meter's memory 282, 233, 89, 138, 125 mg/dl. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states that she feels well and does not require medical attention. The customer's expected blood results are 80-120mg/dl fasting. Verified the strips expire 11/19/2017. Customer confirms the strips are stored properly and were first opened 5 days ago ((B)(6) 2015). Customer performed a back to back blood test 289mg/dl and 248mg/dl. Reviewed meter memory: 1:282mg/dl, (B)(6) 2015, 04:15:00 pm fasting:yes. 2:233mg/dl, (B)(6) 2015, 09:36:00 am fasting:yes. 3:89mg/dl, (B)(6) 2015, 12:00:00 pm fasting:yes. 4:138mg/dl, (B)(6) 2015, 06:45:00 pm fasting:yes. 5:125mg/dl, (B)(6) 2015, 08:38:00 am fasting:no. Customer is concerned with all results from meter's memory 282,233,89,138,125 mg/dl. No adverse event reported.